Event description:
The customer reported high and low blood glucose. Customer stated his blood glucose was 426 mg/dl in the morning and dropped to 305 mg/dl. He stated that he has a new insulin pump and had some concerns due to high blood glucose. Customer does not want to troubleshoot high blood glucose stated wanted to check with his healthcare provider for more information. Customer stated wanted to know if the insulin pump was delivering insulin and advised the customer to check the daily totals, bolus history and would get alarms if there was no delivery of insulin. Customer mentioned also that he was hospitalized due to low blood glucose but did not give any information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.